Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.

Event description:
During insertion, the cuff came off. It was noted immediately and the staff had searched for the cuff inside the pt. The cuff was found and removed with forceps. The pt was not injured. Another kit was opened and inserted without incident.